Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement tests. The unit was unable to prime at 2.5 lbs during priming test due to faulty force sensor resistor. There was no motor error alarm on the device. The motor passed the motor test. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 134 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.